Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported patient stated that she was having problems with her device, she is having an infection and drainage. She had the implant done (B)(6) 2020. Patient was advised to contact her clinician. She said she had made an appointment with her doctor but was not able to contact the surgeon. No further complications were reported or are anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter who noted the device remains in use as there was no infection present. They added that the wound was examined and the patient had an allergic reaction to the adhesive bandage. No further patient complications have been reported as a result of this event.